Manufacturer narrative:
As no further information concerning this report is available at this moment, this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, the patient's lung was punctured. The patient had to spend longer time in rehabilitation. Remains in service. No additional adverse patient effects were reported.